Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the touch screen was not responsive on the central control monitor (ccm). The cursor was also out of alignment (it was around an inch higher than where customer wanted to select on the screen). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was unable to verify stated issue. The perfusionist (ccp) mentioned he had performed a screen calibration after the issue and previously before this incident but the monitor would come out of calibration. The fsr installed and configured a service loaner monitor, and performed functional testing. The loaner unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further eval.